Manufacturer narrative:
Device was used for treatment, not diagnosis. This part was assessed due to its intersection with the broken screws. Implant/explant date unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the products were used for the surgery of bone tumor (tibia). The surgeon conducted the bridging onto the curetted spot of the tumor and implanted the products. It was found that three of four screws were broken off after the surgery. The revision surgery was performed on (B)(6) 2014. There were no reports of residue left in the patient or of a surgical delay. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the lcp-plt has scratches all over the surface and in the ¿platehole c¿is a broken screwhead (413.340s) remaining. The thread in the ¿platehole 11 and 12¿ has some visible damaged that these happened after the breakage from the screwheads (413.360s and 413.370s). The part is manufactured in may 2009, the manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings and the information we received, we are not able to determine the exact reason causing the reported problem, we have to assume that the damage occurred due to mechanical overloading by the patient. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.